Event description:
It was reported that prior to a lap nephrectomy procedure the doctor wanted to use the shears. The shears were prepared and tested as per protocol. The hand activation failed to work during the test. The test was completed using the footswitch. The footswitch had to be used for the whole case. There was no adverse patient consequence.

Manufacturer narrative:
Evaluation summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument.